Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-50873) which was submitted. Therefore, MDR (9610877-2022-00219) filed on february 9, 2022 is considered a duplicate report.

Manufacturer narrative:
(B)(4). _ the customer owned endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer. This is the first time model ec-3490li, serial number (B)(4) has been returned for service at a pentax facility since the device was put into service. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported poor illumination on video image involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.